Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent and is damaged and the dielectric strength is inadequate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image failure cause was not determined, and the outer tube has a dent and is damaged and the dielectric strength is inadequate were due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope failed to provide a clear image instead, the image was not transparent with an image failure. There were no reports of patient harm